Manufacturer narrative:
The pump was returned to (B)(4) and subjected to a number of mechanical and flow-related tests. It performed according to specifications. The complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that (B)(4) could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, (B)(4) has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter (a distributor/service provider) stated: "pump does not alarm when dose is done. Made customer aware of the possibility that pump could be set to mute when done but he refuses to try this. He states that this can not be the issue and that he believes it is a sensor issue. Incident occurred (B)(6) 2012 while on a pt. Pt is (B)(6) yr old male weight (B)(6). The initial reporter also stated that it was not possible to receive any further information from the customer. No patient injury was reported.